Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer stated that the insulin pump had a motor error alarm and the blood glucose was high. Customer was treated with 10 units of insulin. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had an unexpected restart alarm and troubleshooting was performed and completed. The insulin pump is being replaced and is expected to return for analysis.